Event description:
The pt reported he is no longer able to recharge the ipg, does not have stimulation and gets a com error 2501 on programmer. An sjm representative confirmed the issue. Surgical intervention will be the next course of action.

Manufacturer narrative:
Field correction: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.